Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer administered manual injection to resolve elevated bg and reverted to an alternate method of insulin therapy.